Event description:
Related manufacturer reference number: 1627487-2022-00330. Related manufacturer reference number: 1627487-2022-00331. Related manufacturer reference number: 1627487-2022-00332. It was reported that the patient experienced weakness in left leg and electrical pulses even when stimulation was off. As such, the leads were explanted and the trial was ended on (B)(6) 2021 to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.